Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and ultimately reverted to an alternate method insulin delivery. There was no adverse impact to customer¿s blood glucose level.